Manufacturer narrative:
Complaint confirmed. Although the top glass layer of the screen was intact, the lower lcd was found to be damaged. Additionally, the device would not power on when placed on a charge pad. Instead, the charge pad continued blinking. The device was opened and although no loose connections were found, this issue was resolved when a reference charge coil was substituted into the ilet. However, the ilet still did not power on, indicating a potential damage in the charge handling circuit. The remainder of the ilet interior was inspected and the lead screw was found to be broken. The remainder of the ilet exterior was inspected and a broken connector was found stuck in the drug chamber. Once removed with angled nose pliers, shattered glass from the cartridge was found inside the drug channel. Due to the extensive damage to the device, it is recommended to scrap the ilet.

Event description:
It was reported that the ilet screen was shattered after the user threw the device at a wall, rendering the device unusable and leading to a replacement being arranged. Symptoms included no reported injury. Outcomes included temporary interruption of ilet therapy and transition to backup long-acting insulin with instructions to wait 24 hours after dosing before reconnecting. Investigation included remote troubleshooting and education with confirmation that the device would be returned. Investigation of this case revealed external physical damage to the display component consistent with user-inflicted impact, resulting in loss of function. It was concluded, based on previously established findings for similar reports, that the cause was user-induced physical damage.